Event description:
It was reported that the patient was seen in the emergency room due to a cardiovascular accident. A diagnostic test was done which was suspicious for either vegetation or clot in the right atrium. There was vegetation or a clot on the right ventricular (rv) lead. The patient was hospitalized and administered medication. All blood cultures have been negative (without any growth). The lead remains in use and the patient will be re-evaluated for lead vegetation verse the clot. The patient is enrolled in the product (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that a repeat transesophageal echocardiography showed no thrombus or vegetation. It was thought that what was seen originally may have been a shadowing. Per the investigator it was not related to the right ventricular lead.